Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 306547 and lot number 0259145. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. A visual inspection was performed. The sample came in a sealed packaging blister and has a brown stain at the barrel luer. It was not possible to remove this stain with an alcohol wipe. It is embedded degraded resin. No other defects or imperfections were observed. It could be possible this defect to occur during the molding process. The embedded degraded resin in the barrel occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press, can break loose and be molded into a component. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time.

Event description:
It was reported that a syr 10ml pump compatible saline 10ml fil had foreign matter during use. The following was reported by the initial reporter: "it was reported via email: the bd 10cc saline flush was sealed but has something that resembles blood on the threaded end event description per attached email states: hello, we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4). Item: 306547. Quantity affected: 1 box. Lot number: 0259145. Po #: (B)(4). Are any samples available for return? Yes. Reported issue: bd 10cc saline flush sealed but has something that resembles blood on the threaded end. Customer disposition request: replacement.